Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient is scheduled for a lead replacement for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated patient's lead had high impedances, preventing patient from setting the system into MRI mode. Surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue.